Event description:
It was reported that stent damage occurred. A 20 x 4.00 rebel stent was selected. During unpacking, a few of the stent struts "did not feel smooth". The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds and stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There were numerous kinks throughout the hypotube of the device. Microscopic examination revealed that the seventh proximal row of the stent struts were flared, bent, and overlapping. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 4.00 rebel stent was selected. During unpacking, a few of the stent struts "did not feel smooth." The device never entered the patient's body. No patient complications were reported.